Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous below-the-knee (btk) artery. Some resistance was encountered upon advancing the 2.0mm x 40mm sterling es pta balloon dilatation catheter across the target lesion. The balloon was inflated 4 times below nominal pressure. On the 5th attempt, the balloon was inflated to 12 atms for 20 seconds and ruptured. The device was removed from the patient intact. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a colostomy closure procedure, the device would not close the staples properly. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jammed staple the analysis results showed that one device was returned non-functional due to a jammed staple in the staple stack; the staple was manually removed and the device was tested for functionality. The device fired the remaining staples as intended and the staples were noted to have the proper box shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.